Event description:
It was reported that the connection screw is missing and the reason why the product is divided into two pieces. The event occurred during surgery. No consequences or impact to the patient. No additional surgery or delay.

Manufacturer narrative:
(B)(4). G2: foreign: spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d9, g3, g6, h2, h3, h4, h6 visual examination of the returned product identified the strike plate, handle body, and trigger have indentation damage from previous uses. Trigger pin is laser beam welded, and the pin weld is confirmed broken. Loose pin was not returned with the device for evaluation. Taper shaft was returned loose. No other damage was noted. Device has an approximate field age of 2.5 years. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.